Manufacturer narrative:
A philips remote service engineer (rse) performed clinical audit record with remote connection and confirmed that the alarm sound was stopped by the customer. Information was provided to resolve the issue. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that the spo2 fell below the lower limit but the alarm did not go off. The device was in use on patient at time of event, there was no adverse event reported.